Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 10/14/2020. The device evaluation was completed on 11/9/2020. Upon receipt, the catheter was visually inspected, and it was found with reddish brown material under pebax, a hole on it and internal parts exposed. Generator test was performed on the catheter, and it showed values. The temperature and impedance values were observed. Then, a cool flow pump test was performed, and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal actions related to the reported complaint condition were identified. The catheter passed all specifications. The root cause of the damage on the pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure, however, this cannot be conclusively determined. The catheter passed specification. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool(r) smart touch(r) sf bi-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole on the pebax with internal parts exposed. Initially, it was reported that during the ablation, the smart ablate generator shut off and displayed a high temperature reading while using a thermocool(r) smart touch(r) sf bi-directional navigation catheter. The temperature was reading 20 degrees celsius, and then it shot up to 40 degrees celsius immediately. The force sensor was checked via the map on the recording system. The catheter was freely floating, and was not in a pocket. The cable was exchanged and the issue persisted. The catheter was exchanged, and the issue was resolved. It was reported that the carto 3 system was working per specifications. In addition, they reported that the catheter has been determined to be the root cause of the complaint. The high temperature issue was assessed as not MDR reportable. Since the generator, stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death, or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation, and observed on 10/15/2020, that there was reddish brown material under pebax, a hole on it and internal parts exposed. The hole on the pebax with internal parts exposed was assessed as an MDR reportable issue. The awareness date for this lab finding is 10/15/2020.